Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge was splitting at the donut end and it was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that recharger and the lithium battery were getting hot and it was stuck on passive recharge mode. The patient reported that she was getting the setting not available message when she tried increasing the stimulation. In addition, the patient was having trouble with her controller and getting her implantable neurostimulator (ins) to charge. She reported that she was unable to charge her ins, so the ins depleted and shut off. The patient had no stimulation and the groin pain has returned. This led to the patient to be in heavy medications. Also, the controller had frozen up and had been showing all types of messages that she doesn't recall. The patient resolved the frozen controller issues by removing and re-inserting the lithium battery pack. During troubleshooting, it was indicated that the ins was showing battery empty, cannot provide stimulation, recharge your implanted device. When the patient tried to recharge the ins, she got no device found, retry/recharge. The patient got the passive recharge mode screen but the screen showed all zeros instead of normal range numbers. The patient attempted passive recharge sessions but the ins hasn't started charging. A replacement recharger and lithium battery pack were sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.